Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the nerve monitoring probe was no longer working at the beginning of the operation, despite the success of the tests and its good functioning during the first stages of the operation. The probe was changed to complete the procedure. There was no patient injury.